Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units blocked in stock in b. Braun surgical's warehouse. We have received 15 closed samples and an open sample with the needle detached from the thread (thread is still wound on the pack). To evaluate the conformity of the closed units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -needle attachment strength results conducted on the closed samples received are (B)(4). Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider the open sample this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open sample received show that the needle escaped from the thread, but the closed samples comply usp/ep and b. Braun surgical requirement regarding needle attachment strength. Final conclusion: although the results of the closed sample received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle and suture detached.